Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Photo 1 & 2 show a thread like piece of foreign material on a monitor screen. Photo 3 shows an iol on a monitor screen with what appears to be a thread like foreign material on the centre of the optic. There is also a white square shaped object on the optic but this could also be reflection of light. Photos 4 shows an implanted iol on a monitor screen with what appears to be a thread like foreign material on the centre of the optic, there also appears to be scratches on the optic surface. The complainant indicates the use of non-company a viscoelastic, which is not qualified for use with associated iol model. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during implantation of an intraocular lens (iol) a foreign material was found on the back of optic immediately after implantation. A part of it was removed by irrigation/aspiration(ia), but it could not be completely removed. The surgery was completed with the same lens. On the second day after the surgery physician checked a photo, a circular scratch similar to a toric mark was found near the foreign material and it was found that a foreign material that seemed to be scraped from the scratched part remained. There was no effect on the patient's visual acuity and there was no postoperative inflammation at the moment. Additional information was requested and received stating 1mm white transparent fibrous foreign material on the back of the iol, slightly below the center. During surgery, immediately after iol insertion, two pale foreign materials were stuck to the back of the lens along with a 1mm-sized scratch we tried to aspirate it out with ia, and part of it was removed, but it could not be completely removed. Considering the possibility of lens cortex residue, the surgery was completed without any additional treatment. As of the 11th day after the surgery, the material remained unabsorbed. The physician considers that the cause of the problem is either a scratch or a foreign material (lens material) created during the manufacturing process of the iol or during the setting of the iol (for some reason such as protrusions in the cartridge or caused by the surgeon's handling).

Manufacturer narrative:
File reopened to add additional 3 photos (5&6&7). Photo evaluation for photos: 5 & 6 & 7. All 3 photos shows the reported foreign material. The foreign material appears to be off-white color and irregular in shape. No determination on the origin of the material can be made. The investigation results remains unchanged. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).